Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot numbers, device history report (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported that a system message displayed during a vitrectomy. Fluid was noted to be around the bottom area of the fluidics module. The system was exchanged and the procedure was completed with no harm to the patient.